Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had multiple insulin pump errors alarms. The customer blood glucose level was 400 mg/dl at the time of incident and other blood glucose value was 438 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer was able to clear the alarms and able to complete rewind the insulin pump. Customer was performed self test and test did not pass. The insulin pump will not be returned for analysis.